Event description:
The customer reported that the system would not display and image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor and video controller circuit boards were reseated. The system was tested and found to be working as intended and put back into service.